Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.